Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. On 02/25/2025, intuitive surgical, inc. (Isi) received user facility report mw5165918 and mw5165915 stating: tip up fenestrated grasper instrument tagged "broken wire." Wire broken and frayed upon visualization. No other documentation found on the instrument failure. 8 out of 10 lives remaining. Instrument UDI (B)(4) listed under manufacturer's medical device correction grip failures from intuitive. (B)(4).

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.